Event description:
It was reported that the device exhibited a positive supply bgnd test. There was unknown patient involvement and unknown patient harm.

Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed the device in good condition. Event history log review was not applicable. Functional testing was able to replicate the reported issue. The root cause was determined to be a malfunction of the power supply on the main pcb. The main pcb was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.